Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatine kinase-mb results from the cobas pure c 303 analytical unit. The patient has chronic coronary syndrome, and the customer suspected an incongruity between ck2 and ckmb results. On (B)(6) 2023, the results were ck2: 113 ui/l and ckmb: 132 ui/l. The results were sent to the treating physician, who commented that these results do not correlate with the patient's clinical picture, which led to the decision to send the same sample to an external laboratory. The results from the external laboratory were ck: 99 ui/l (mac m-acetylcysteine methodology), ckmb 0.9 ng/ml (747 ui/l chemiluminescent microparticle immunoassay methodology). The results for another sample from the patient using the cobas pure were ck: 89.1 ui/l, ckmb 132 ui/l. Additional results for the patient on (B)(6) 2026: cpk: 129 u/l, 133 u/l, 142 u/l, 124 u/l ck-mb: 7129 u/l, 156 u/l, 153 u/l, 134 u/l it was unclear if these results were genrated from the same patient sample.